Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, a foreign object was discovered in the device nozzle. In addition, a worn angle wire, a deformed bending tube, chipped rubber adhesive, a loose mouthpiece, and scratches on the cover and connecting tube were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis lucera gastrointestinal videoscope had poor water flow. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.